Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was suspected to have had a lead dislodge. An x-ray was to be performed to confirm if there was a dislodgement. At this time, it is not clear which lead was suspected to have dislodged. Additional information indicated that a revision procedure was performed and this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.